Event description:
It was reported that the patient was ¿going to the bathroom every hour on the hour¿ since the day prior to the date of this report. It reportedly used to be every 2 hours. The patient wanted to make sure the therapy was on. It was noted that stimulation could not be adjusted. It was later reported that there was a loss of therapeutic effect. The patient had reportedly had issues before. It was unclear what issues they were. It was noted that the patient changed from program 2 at 4.4v to program 3 at 3.3v. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# va03rmg, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).